Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer kit was installed including disk drive, image processor, display adapter, and backplane. Upgraded software to version 29. The system was tested and found to be working as intended and placed back into service. Sbc repair. Replaced drive, image processor, video control and display adapter and backplane. Loaded version 29 software and tested ok.

Event description:
It was reported that the system 9800's left monitor went black after image swap from monitor to monitor. Problem reported as intermittent. There was no adverse patient involvement reported. There was no patient information reported.